Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation. Under fluoro, the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was doing well.